Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump started to wobble. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. The perfusionist noticed that the roller head pump gut was a bit wobbly, and was moving more than the other roller heads on their advanced perfusion system 1 (aps1) base. The pump that was wobbly was the arterial roller head but there was no change in flow and it ran without an error message. A hemolysis of red cells was not observed by the perfusionist which would be an indication of a higher than expected occlusion on the arterial head. The pump was not changed out during the case, it was changed out after the surgical procedure was completed. The surgical procedure was completed successfully without harm, or any blood loss.

Manufacturer narrative:
The field service representative (fsr) ran multiple test on roller head but could not confirm wobbling. Fsr heard a light knocking noise when moving the occluder knob. During laboratory analysis, the product surveillance technician (pst) observed slight wobble of pump gut at optimal occlusion. Wobble is .0030¿ and is within specification of < .0045¿. Wobble is comparable to lab use only (luo) roller pump. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.